Manufacturer narrative:
A medtronic representative went to the site to test the system. Basic system functions were normal. Ran additional rad/gain cals to correct horizontal line on images. Issue with star reference point for mazor was repeatable. Worked normally with frame full iso center. Worked with representative to get a better idea of what was needed. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an issue with the images. Taking an ap 2d image there was a present line through the image. When taking a lateral 2d fluoro the lower left hand corner of the screen was much darker than the other three corners. The representative believed there was most likely a tube alignment issue. There was no impact to the patient outcome and delay was less than an hour.